Event description:
Patient spontaneously called into the pharmacy to report pump malfunction occurring throughout the day. The pump would alarm every 10, 20 or 60 minutes and read ¿no disposable, clamp tubing¿. Patient would troubleshoot and would be able to restart infusion but pump continued to alarm throughout the day. Instructed patient to switch to backup pump. Pharmacy will replace for malfunction unable to clear.